Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during the morning check of their device.. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power as reported. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio was made aware that a modem was connected to the customer¿s device at the time of the reported event. Based on the information available, physio concluded that the likely cause of the reported issue was due to an accessory modem connected to the device with an intermittently shorted connecting cable. The modem was not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during the morning check of their device. There was no patient use associated with this event.